Manufacturer narrative:
The sample from customer was not available. The archival sample was tested. The defect under complaint was not confirmed.

Event description:
Half of box is missing the non-patient end needle to go into the insulin cartridge.